Event description:
The customer reported that the device did not work properly in the coagulation mode. There was no pt injury. Add'l questions in regard to the incident have also been asked of the site and a response has yet to be rec'd.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.